Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the computer of the navigation system was replaced and the issue has not recurred since.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the evaluation navigation system would intermittently not recognize the electromagnetic interface box and emitter when connected to the navigation system. It was reported that the navigation system was being booted in the proper order and that restarting the navigation system would "often" restore functionality. There was no patient present when this issue was identified. No additional information was provided.